Event description:
Paramedics attended to a pt diagnosed in cardiac arrest. The pt's downtime was not known. While monitoring the pt's ECG using disposable defibrillation/pacing/ECG electrodes, the device allegedly displayed the ECG intermittently. The operator manipulated the defibrillation cable near the device connector and was able to obtain a consistent ECG trace and diagnose the pt as asystolic. When the operator attempted to administer external pacing therapy using the device, a connect electrodes message was allegedly displayed and use of the device was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.